Event description:
It was reported that during a biopsy procedure, while trying to deploy the marker, the system took two further samples without pressing/selecting anything on the encor system, driver or foot pedal. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor foot pedal was received at the bard medical south africa. The encor foot pedal was visually inspected upon receipt and was found to be free from defects and all labeling is legible. The device was functionally tested and passed all the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported system took two further samples without pressing/selecting anything on the encor foot pedal. The root cause for the reported system took two further samples without pressing/selecting anything on the encor foot pedal cannot be determined as the problem could not be reproduced. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2050).